Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were doing the 6-month preventive maintenance of an arctic sun device and found the center valves on the fluid delivery line that was reading slightly out of range, both were around -6.2 and they replaced them, but they were still reading the same. They explained that was most likely them circulation pump not able to generate enough vacuum, they were going to look if the circulation pump had been replaced and would do a calibration to confirm the device meeting all the requirements.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a weak circulation pump. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were doing the 6-month preventive maintenance of an arctic sun device and found the center valves on the fluid delivery line that was reading slightly out of range, both were around -6.2 and they replaced them, but they were still reading the same. They explained that was most likely them circulation pump not able to generate enough vacuum, they were going to look if the circulation pump had been replaced and would do a calibration to confirm the device meeting all the requirements. As per follow up information received on 27dec2023 from biomed they noted circulation pump was ordered and replaced onsite. Device was tested without issue and put back into service.